Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station label printer was not printing. The technical support specialist reinstalled the zebra printer's driver and reconfigured it to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the station label printer was not printing. The customer stated that this malfunction delayed in dispensing on printing insulin label. There were no adverse events or injuries reported based on this incident.